Manufacturer narrative:
Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "this pt stated that her surgeon received a call later in (B)(6) of 2009 pertaining to her implants. She has had intermittent problems with her left hip/thigh since the surgery. Spring 2011, she woke up one morning and almost couldn't walk. She was able to get it to start moving and had a very active today. The next morning, she was in so much pain she couldn't get out of bed and had to call the ambulance to take her to the hospital. The hospital said it was a muscle issue, not an implant issue. She went through physical therapy and used a walker and/or crutches to help her walk. Approx (B)(6) 2011, she has begun to feel normal again. She is afraid this may reoccur. "